Event description:
Arrow 18g arterial catheterization kit ref ask-04018-upm (2kits with failure) 1 attempt able to thread wire, and unable to remove needle as wire immediately stuck in the needle necessitating removal of both. Patient required another arterial puncture with 2nd kit with same reference number 2nd attempt able to remove needle, unable to thread catheter over wire. Reports from prior shift of same occurring with attempt at arterial line placement overnight. Patient code: 4582. Device code: 4012; 2616. Reference report#: mw5173500.